Event description:
Resident was found sitting on floor in her room. Legs were outstrectched. Left ear lobe was severed and bleeding, had small red area on left forehead. Resident was aware but confused. Chair check system was on but did not go off at nursing station to alert staff that resident was attempting to get out of chair. Left ear was cleasned with h202 and resident was transported to wheeling hospital's emergency room for treatment. Returned to facility same evening.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.